Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Device problem code (B)(4) captures the reportable event of brush break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used during scope cleaning. According to the complainant, it was noted that bristles from the brush became detached during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 03:44 pm CT.the report number is being corrected from: 2134265-2018-64248 to: 3005099803-2018-60376.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During usage, the equipment froze and it was unable to perform pullback. No patient complications were reported. Device evaluated by MFR: investigation completed. Device was returned for analysis. The malware scan has been completed on the acq pc. No malware was detected on the unit the results were recorded on the test data. The gold system booted up with connection failure error. The acq pc failed to meet specifications of the functional test. Found the cpu cooling fan failed. The fault was caused by an electrical failure with the cpu cooling fan. This causes the cpu to overheat. In turn causes the system to shut down, stops pullback, displays error code and freezes.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Device problem code 1069 captures the reportable event of brush break. Visual analysis found bristles were missing on both the channel end brush and valve end brush. The damage is consistent with forceful application of the brush through a scope, likely as a result of an occluded scope channel. The direction for use states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the cause code for this event is "failure to follow instructions" which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and found the device was not used in accordance with directions for use/label.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 12:26 pm CT.the report number is being corrected from: 3005099803-2018-62289to: 3005099803-2018-60376. This report is follow-up # 1.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used during scope cleaning. According to the complainant, it was noted that bristles from the brush became detached during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.